Manufacturer narrative:
(B)(4). The event is currently under investigation. Investigation- evaluation: a review of the complaint history, documentation, instructions for use (IFU), quality control (qc) and manufacturing instructions have been conducted for the purpose of this investigation. The tether was not returned; therefore no physical evaluation could be conducted. A document based investigation was performed. The IFU for universa stent soft or firm cautions: ¿complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures.¿ ¿do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ incoming inspection specification for the monofilament tether states "verify c of c is present along with tensile test results between 0.55 lbf ¿ 1.1 lbf." It is unknown what force was applied during the procedure to cause the tether to break. The product is tethered per drawings and mi and inspected per qc. There is no evidence to suggest the product was not made to specifications. It is possible that the patient exerted excessive force when removing the stent. Based on the available information, the root cause has been determined to be excessive force during the procedure. The appropriate personnel have been notified. We will continue to monitor for similar complaints. Requested but not provided.

Event description:
Limited information was available from the reporting physician. It was reported that on three separate occasions, exact dates unknown, that the universa stents with monofilament tethers remaining out were placed in three male patients. A couple days after placement, in all three cases, when the patient was at home and went to remove the stent by pulling on the monofilament tether, the tether broke apart. In each case, this resulted in the patient returning to the hospital for a surgical procedure to have the stent removed. A section of the device did not remain inside the patient's body. The patient was required to return to the hospital for a surgical procedure to have the stent removed due to this occurrence.